Event description:
Synovitis. Knee effusion of both knees [joint effusion]. Case description: spontaneous case was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk, with osteoarthritis (kellgren and lawrence grade 2, no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The pt's medical history was not provided. On (B)(6) 2001, the pt initiated treatment with first injection of first course of intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, in both knees. The lot number for synvisc was not provided. On (B)(6) 2001, the pt experienced synovitis in right knee for which the pt received treatment with intra-articular xylocaine (lidocaine) and celestone (betamethasone). On (B)(6) 2001, the pt recovered from the event of synovitis of right knee. On unspecified dates in 2001, arthrocentesis was performed and 29 cc of clear yellow fluid was aspirated from right knee and 25 cc of clear yellow fluid was aspirated from left knee. On (B)(6) 2001, the pt experienced synovitis in left knee for which the pt received treatment with intramuscular xylocaine (lidocaine) and celestone (betamethasone). On (B)(6) 2001 (after 72 hrs), the pt recovered from the event of synovitis of left knee. The pt's outcome for the event of knee effusion of both knees was not provided. Concomitant medications were not provided. The intensity for the events of synovitis of both knees and knee effusion of both knees was assessed as moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of both knees as definitely related and did not provide the causal relationship with the event of knee effusion of both knees. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4)2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.